Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform (B)(4) displayed system error message "out of service. Revert to manual CPR." The use of this platform was aborted and the emergency crew used another autopulse platform to continue CPR. No patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll san jose for evaluation. Device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual examination found no physical damage on the platform. A review of the platform archive data showed system error 139 (latch error 139) unable to hold compression position on the reported date of (B)(6) 2016, thus confirming the reported complaint. Functional testing could not be performed due to system error displayed upon powering on the device, thus confirming the reported complaint. A brake gap inspection was performed and verified that the brake gap was out of specification was at fault. Further investigation indicated that the brake gap was not able to adjust to its specification and the encoder dimple locking hole would not lock and caused the brake to disengage. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The root cause was determined to be a defective drive train. After the drive train and clutch plate were replaced, the platform passed testing and met all required specifications.